Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Review of transmissions revealed that the right atrial lead exhibited high pacing impedance in the bipolar configuration. Capture and sensing measurements were stable and in range. Programming changes were made. Patient will continue to be monitored.